Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the attempted lead implant, the helix became spirally entangled with myocardial tissue, due to multiple positioning attempts. The helix could not be unscrewed normally and the lead was explanted. A lead with passive fixation was placed successfully. No patient complications have been reported as a result of this event.